Manufacturer narrative:
Information was received on (B)(6) 2019 indicating that the event occurred during testing. No patient was involved, and no adverse effects were reported.

Manufacturer narrative:
Device evaluation. Device received with damaged lens. Evidence of reported problem in event log was found. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 presented a cassette not attached error. No adverse patient effects were reported.